Manufacturer narrative:
Method code: corrected information: results code, conclusions code: investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. The complainant returned one bakri postpartum balloon catheter for investigation. Visual examination confirmed the catheter was returned in prior to use condition. The stopcock was attached to the inflation line. Function test performed by inflating the balloon with tap water. A leak was confirmed at the top of the balloon. Under magnification possible grasper marks visible on the balloon material, one of the marks punctured the balloon material causing leakage. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Evaluation of the returned device determined that it has been damaged by an instrument of undetermined origin. Cook has concluded unintended user error during testing prior to use likely contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event description: cook was informed of an incident involving a cook bakri postpartum balloon. As reported, the patient experienced active vaginal bleeding 24 hours after delivery, and contraction medication treatment didn't improve the condition. The operator planned to place a bakri to achieve hemostasis. The operator tested the device prior to use and found the balloon leaking from upper part of the balloon material. Hemostasis was successfully achieved by vascular embolization. No adverse events were reported. Investigation ¿ evaluation: a document-based investigation was performed including a review of complaint history, device history record, instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU) provided with the device cautions to, "avoid excessive force when inserting the balloon into the uterus." A clinical assessment was completed and, based on the current information, the most probable contributing factors for this event include patient condition (multiple underlying risk factors for pph), procedure/user technique (possible handling of device with a sharp instrument prior to or during placement causing a pinhole) and failure to follow the IFU (attempting to use the bakri to treat secondary pph). Cook could not determine a definitive cause of this event from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the patient had active vaginal bleeding 24 hours after delivery. Contraction medication treatment did not improve the situation. The operator planned to place a bakri tamponade balloon catheter to achieve hemostasis. The operator tested the device prior to use and found the balloon was leaking from the upper part of the balloon material. Hemostasis was achieved by vascular embolization. Blood loss was not measured due to the emergency situation. No additional patient consequences were reported. Additional information has been requested. At the time of this report, no further information has been provided.